Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via review of x-ray. The lead was capped and replaced. The patient's condition was good after the procedure.